Event description:
Implanted in radiology physician, using the right femoral approach, injected the first filter into the introducer sheath and advanced filter but it became lodged in sheath. Then he cut off sheath below filter and replaced sheath. Advanced new filter through sheath. When deployed from sheath, filter did not deploy and then migrated into pa. Attempts to snare and remove filter were unsuccessful and caused injury to pt. Filter was removed surgically and destroyed during removal. The pt expired the following day due to cardiac tamponade. Films have not been made available for the MFR to review.